Event description:
Nurse noticed blood backup up into IV; attempted to flush IV and it was clotted off. Pt was on continuous IV bumex. Nurse checked the tubing to analyze why line clotted with drip running. The tubing was intact. Nurse assessed pump. Pump could not be stopped or adjusted. Nurse removed tubing out of pump. Pump continued to indicate it was running without any tubing in it. Once new tubing, med and pump were in use, pt's output increased to what it had been prior to pump problem.